Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown. Product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. Product name: decanav electrophysiology catheter, us catalog #: r7f282ct, lot #: unknown. Product name: mobicath¿ bi-directional guiding sheath, us catalog #: unknown, lot #: unknown. Non-bwi product used: soundstar catheter (stryker reprocessed). (B)(4).

Event description:
It was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and while ablating in the right ventricular outflow tract, the catheter slipped up past the valve and steam pop was experienced. After 15 minutes the patient's blood pressure dropped and cardiopulmonary resuscitation was started. The patient suffered cardiac tamponade which required pericardiocentesis, removing 600ml of fluid, protamine and the insertion of an intra-aortic balloon pump. The patient's medical history is unknown. The patient was reported deceased at the time bwi followed-up. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode at 50 watts and irrigation flow of 30ml. Also, an 8fr 25cm sheath was used.